Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 30-50 mg/dl. Reportedly, the customer a larger bolus than needed and bg subsequently lowered. Customer required assistance addressing bg with juice. Recommendation was made to consult with healthcare provider regarding diabetes management.